Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After reseating the battery pin to resolve the issue, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device's battery pin broken. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.